Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, while on extracorporeal circulation a leak was observed. The physician gave the joint additional tightening until the joint completely tightened, but the leak did not stop. Blood loss of less than 10cc. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 25, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected. The sparger assembly and white cap were not returned with the sample. Additionally, blood was noted to remain within the sensor upon receipt. The returned sample was leak tested the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at 20 mmhg. The large bore adapter blue cap was then loosened and re-tightened by hand. The sample was then leak tested a second time by connecting with the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at 610 mmhg. The large bore adapter blue cap was then loosened and re-tightened a second time by hand. The sample was then leak tested a third time by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. The second leak was most likely attributed to dried blood within the threads of the sensor connections that was not fully removed during decontamination. The most likely root cause may have been, the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.